Event description:
Caller reported a malfunction on pump, identified as a non-resettable malf 5 error. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a new replacement pump and instructed the caller on returning the faulty pump, including putting it into storage mode before shipping. The customer agreed to use a backup insulin pump to ensure continuous insulin delivery in the meantime.